Event description:
The colonovideoscope was returned to the service center with a report that the big wheel wires felt like they had snapped and were very loose. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, foreign material was found in the air water supply. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.